Event description:
Narrative translation of the original text: I was driving and than a bang occured afterwards I had pain. The wound on the thigh was treated by a doctor.

Manufacturer narrative:
This event occurred in germany. Alber gmbh is filing this report because the device is also marketed and sold in the u.s. Alber has investigated the involved device. Photos were provided by the medical supply store before the involved device was delivered to alber. These photos show that one spoke on the left e-motion duodrive wheel is defective. On arrival of the involved device at alber, it was identified that a spoke was missing on the left e-motion duodrive wheel. All other spokes on the left wheel and on the right wheel show no damage or defects. The wheelchair and the missing spoke were not sent in for investigation. Based on the information and photos provided, we assume that a spoke on the left wheel was damaged/broken on the day of the incident and injured the wheelchair occupant's thigh. This incident is the first known case of a spoke breaking on a wheel and injuring the wheelchair occupant. Based on the e-motion duodrive wheels on the market, the probability of occurrence is 0.008% and is classified as an isolated case at the time of this report.